Manufacturer narrative:
(B)(4). Investigation summary: no photos or physical product to return. The DHR for lot 0080382 has been reviewed. (B)(4). No related quality issues or process deviations were found. The defect needle retraction failure could not be refuted nor confirmed in the absence of a sample. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of needle retraction failure with lot #0080382 regarding item #381412. Root cause description: the root cause cannot be determined for an unconfirmed defect. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle does not fully retract. This was discovered during use. The following information was provided by the initial reporter: material no: 381412, batch no: 0080382. It was reported that the needle does not fully retract. Pr 3 of 3: this pr is for date of event (B)(6) 2020.